Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that during a magnetic resonance imagery, patient experienced a horrible pounding from the device and pressed the em ergency button to take her out. Patient also said the device was not working and that the internal battery was not working and they could not connect to internal device. Troubleshooting involved patient having an appointment on (B)(6) 2017 to have the battery replaced.no symptoms were reported. No further complications were noted or anticipated.